Event description:
The patient was being lifed from the bed. When the patient was a few inches above the bed, the lift gave way an the patient fell onto the bed and was pinned down by the four-point spreader bar. No injuries were reported.